Event description:
A malfunction was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset, which successfully prevented the recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the malfunction recurs, which they acknowledged and understood.